Event description:
It was reported that a malfunction alarm occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, and the customer planned to complete the reset at home, with the option to call back for further assistance if needed.